Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.0871 inches. No under delivery anomaly or over delivery anomaly. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. Unit had intermittent button response on the esc button due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Unit uploaded properly using carelink. Unit had a small crack on the display window, cracked case at display window corner, cracked battery tube threads, scratched case, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicates the customer had high blood glucose reading of 500+ mg/dl and was in the hospital due to ketones. The customer wanted to know if there was a way to find out if the pump was working. The customer was offered troubleshooting and the customer stated they wanted to change out the entire set and went to get supplies. The customer was requested to bring the tubing clamps to perform the high pressure test. The customer stated they would call back for further assistance. No further information reported. The insulin pump will be returned for analysis.